Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter became embedded in the ivc and was irretrievable. The information also indicated that the filter caused additional blood clots after implantation and required the stenting and recanalization of the vein. The patient is reported to have an embedded, irretrievable filter and has developed blood clots, clotting and/or occlusion of the ivc. In addition, the patient reports depression and panic attacks due to filter placement and known problems relating to it, shortness of breath and severe leg pain which causes interrupted sleep and difficulty standing/walking for any length of time. The indication for the filter implant was a history of pulmonary embolus and recurrent deep vein thrombosis (dvt) despite appropriate oral anticoagulation therapy. The filter was placed via the right femoral vein and deployed in an infrarenal position with no reported complications. Approximately two and a half years later the patient developed an iliofemoral dvt and occlusion of the filter. The patient underwent catheter-directed thrombolysis with some improvement. Approximately four months later the patient underwent a duplex study for bilateral lower extremity pain and swelling of both legs. It revealed a patent ivc above the filter. Flow distally was non-phasic suggestive of thrombosis and/or obstruction at the level of the filter. The filter itself was not well visualized. The study also revealed no evidence of dvt in the right lower extremity, but a suspected dvt involving the left posterior tibial vein. The patient subsequently developed post-thrombotic syndrome as well as severe lifestyle limiting venous claudication bilaterally. Non-invasive imaging suggested the presence of ivc filter thrombosis. Approximately three months later a venography revealed a widely patent right iliac vein and ivc. The filter was noted in the infrarenal segment and appeared to be partially externalized with a 60-70% narrowing in the inferior aspect. The filter was then ballooned with a resulting brisker flow through the filter. There also appeared to be less collateralization from the azygous branch. The successful procedure was completed without complications. Approximately three years and four months post implant a perfusion scan was performed to evaluate the patient¿s shortness of breath. It revealed no significant perfusion defects. Approximately six months later the patient was noted to have symptoms of bilateral venous claudication; with symptoms worse on the left. In addition, the patient was noted to have ongoing dyspnea associated with right ventricular dysfunction. The patient underwent venography and right heart catheterization via the right common femoral vein. The ivc below the filter was noted to be widely patent. The filter was noted to be in an infrarenal position with a focal 70% napkin-ring like lesion in its distal aspect. Right heart catheterization revealed normal right heart pressures with preserved cardiac output. The procedure was completed without complication. Approximately nineteen days later the patient underwent balloon angioplasty of an ivc stenosis within the previously implanted filter. The filter was also noted to be embedded with recurrent symptoms. The procedure was performed via the right common femoral vein. Venography revealed stenosis at the inferior edge of the filter. The stenosis within the filter segment was noted to be ¿not severe¿ but was clearly embedded into the wall of the ivc with a lot of neointimal hyperplasia at the limbs of the filter. There was a large collateral vein from the ivc below the vein heading up towards the superior vena cava. The filter was then ballooned with a resultant minimal residual stenosis and excellent flow through the ivc. There was a probable dissection, but this was noted to be without dye extravasation. Details regarding an attempted filter retrieval were not provided. The next day, the patient developed pressure in the lower abdomen, pelvis and upper extremities upon waking in the morning. These symptoms extended from the patient¿s hips to knees and was described as moderate and exacerbated by exertion. The patient described these symptoms as similar to that when his filter had ¿clotted of¿. A computed tomography scan revealed no acute process and no evidence of venous or arterial filling defect suspicious for thrombus. The information provided indicated by the patient indicated that there was an unsuccessful percutaneous attempt to retrieve the filter approximately eleven months and twenty-four months post implant. The procedural notes that have been provided did not indicate that a removal attempt had occurred, rather angioplasty to restore flow was performed. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and discomfort of the affected extremity. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Swelling, circulatory insufficiency and shortness of breath do not represent a device malfunction, and may be related to underlying patient specific issues, particularly developing blood clots despite anticoagulation. Anxiety also does not represent a device malfunction and may be the result of the patient¿s ongoing medical issues. Given the limited information available for review, there is nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the filter became embedded in the ivc and was irretrievable. The filter caused additional blood clots after implantation and required the stenting and recanalization of the vein. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Placement of a vena cava filter is not a cure for blood clots nor does it prevent the formation of clots (thrombosis). The presence of clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new thrombosis. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities the cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain a proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
The report received through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the filter became embedded in the ivc and was irretrievable. The filter caused additional blood clots after implantation and required the stenting and recanalization of the vein. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the events two years and eleven months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, filter embedded in wall of the ivc, filter embedded other than in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. Two unsuccessful filter removal attempts were performed. The first removal attempt was performed a year and eleven months post implantation, and the second one a year later. The patient states they have valve damage in both legs, chronic venous insufficiency, and depression and panic attacks due to filter placement. The patient is also suffering from shortness of breath, severe leg pain which causes interrupted sleep and difficulty standing/walking for any length of time. The following additional information received per the medical records state that patient has a history of pulmonary embolus and recurrent deep vein thrombosis despite appropriate oral anticoagulation therapy. The patient underwent trapease filter implantation via a right femoral approach. The filter was placed in an infrarenal position and was completed with no reported complications. The patient developed iliofemoral dvt and occlusion of filter two years post implantation. The patient underwent catheter-directed thrombolysis with some improvement. The patient underwent a duplex study for bilateral lower extremity pain and swelling of both legs two years post implantation. It revealed a patent ivc above the filter. Flow distally was non-phasic suggestive of thrombosis and/or obstruction at the level of the filter. The filter itself was not well visualized. The study also revealed no evidence of dvt in the right lower extremity with a suspected dvt involving the left posterior tibial vein. The patient subsequently developed post-thrombotic syndrome as well as severe lifestyle limiting venous claudication bilaterally.

Manufacturer narrative:
Correction to (product code).